Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level resulting in losing consciousness. Customer consumed carbohydrates to address blood glucose level. Customer received assistance and was administered oral glucose. The customer alleged that the cartridge had 180 units of insulin prior to experiencing low bg and at the time of the low, cartridge had 60 units remaining. Additionally, it was reported that more units than normal were required to perform the load fill tubing sequence when loading new pump supplies. Reportedly, the customer reverted to manual injections for insulin therapy.